Manufacturer narrative:
The investigation confirmed that reproducible, (B)(6) vitros anti-hbc patient results were obtained while using the vitros 3600 analyzer. A definitive root cause for the event could not be determined, however, an unknown sample interferent cannot be ruled out. There is no evidence that the vitros 3600 analyzer or vitros anti-hbc reagent had malfunctioned.

Event description:
The customer obtained reproducible, (B)(6) vitros anti-hbc results (neat = 1.91, 1:10 dilution = 3.07, 1:20 dilution = 3.40; (B)(6)) for a single patient sample while using the vitros 3600 immunodiagnostic analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected anti-hbc patient results were not reported from the laboratory because the patient was already diagnosed with (B)(6). There was no allegation of harm to the patient as a result of this event. (B)(4).